Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 176 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent esc and act button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with minor scratched lcd window, scratched resorvoir tube window, cracked case at display window corner, battery tube threads, reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.